Manufacturer narrative:
Date of initial report: (B)(6) 2017. Date of follow-up report: (B)(6) 2017. The console was returned and evaluated. The investigation did not identify anything that would have caused or contributed to the reported event. Visual inspection of the unit exterior found no obvious issues. The unit powered up with no anomalies observed. The unit passed start up self-test. The unit was tested using both the blair-port wand and bodyscanner. The unit functioned normally with both scanning devices. No false positives were observed during testing. The reported condition that the unit gave a false positive detection could not be verified or duplicated. The unit was disassembled and a visual inspection of the units interior found all cable and wire connections intact. The device was found to function normally and within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit gave a false positive detection out of the box. The event was isolated to the reported device by replacing with a like device which corrected the problem. No patient injury occurred.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the unit gave a false positive detection out of the box. The event was isolated to the reported device by replacing with a like device which corrected the problem. No patient injury occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.